Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that since implant there were certain rooms or areas in her house where she got better reception, coupling, when charging. The coupling change varied from some to none, for example 0 to 8 boxes. Troubleshooting related to the event was the patient's implantable neurostimulator (ins) was discharged. The rep advised the patient to recharge her battery and re-educated her on charging her battery as a step to resolve the issue. The cause of the event was the patient was confused on how to read her recharger. There were no applicable symptoms reported. Relevant medical history included spinal pain.